Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was displaying the apple sample message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the morning (B)(6) 2012. The patient indicated she does not manage her diabetes with insulin or oral medication. According to the csr's documentation, the patient did not take any action in response to the reported meter issue and subsequently, the patient developed symptoms of blurry vision, frequent urination, and excessive thirst five days later. The patient, however, denied receiving any form of treatment after the alleged issue began. During troubleshooting, the csr verified the patient was not using the subject meter for the first time, she was using the correct test strips, she was using the proper testing procedure (per owner's booklet recommendation), and the test strip completely drew in the sample. However, the alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was evaluated and the primary complaint was not confirmed. The meter passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.